Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during a code, while attempting to charge for defibrillation, the defibrillator reported a battery related error and ceased to function. The patient died.